Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 had read and write errors. A field service engineer reseated the row board cable at every connection point, cleared the drawer of debris, and reseated all cubies and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 5silver_west aux 1.1 experienced multiple failure types across several cubies, including read, write, and invalid cubie memory errors, device not detected on bus messages, and cubies that failed to lock or failed to open, affecting both the cubies and the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.